Event description:
It was reported by the caregiver that the suction is not working and they are having leaking. She says his old machine was working great, now this new machine is having leaking. She says with the machine started using an extension cord to plug it in. She says she did switch the plug, and it sucked up the water from the glass. Customer says it seems to be working now. She had been testing the suction and had leaking from the bag also. She says this product solves a lot of problems with the urinary collection system. Scheduled call back for monday 10:00 am (B)(6) 2026 and offered survey. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.